Manufacturer narrative:
Device evaluation: one pneupac ventilator was returned for investigation in used condition. The customer reported product problems were confirmed during inspection/functional testing. The battery and air mix knob end cap were missing. The front panel and relief alarm pressure knob was also damaged. Further inspection revealed that the battery was missing. This explained why the audible and visual alarms were not working. A new battery was installed and the electronic alarms were found to be working. The reported alarm problem resulted from a missing battery which was ultimately attributed to the customer. A user interface issue was therefore established as the root cause of the product problem.

Event description:
It was reported that the pneupac ventilator was dropped. The inspiratory port was broken, and the alarm pressure knob was missing. The reporter also indicated that the alarms on the device were not working. No patient injury or complications were reported in relation to this event.